Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown mako baseplate was reported. The event was confirmed through evaluation of the provided photograph. Method & results:  -device evaluation and results: no product was returned for evaluation however, a photograph was provided for review. The photograph shows a recently explanted baseplate and insert. Blood is visible on the devices. Damage consistent with explantation is visible on the insert. The baseplate is fractured. Shards/fragments of material from the fractured baseplate are also visible. -clinician review: no medical records were received for review with a clinical consultant .  -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event of crack fracture was confirmed based on the photograph provided. The baseplate is fractured. Shards/fragments of material from the fractured baseplate are also visible. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mps reported a mako pka was revised to manual tka due to the medial tibial baseplate breaking. Update: "the only wear reported was the broken tibia baseplate. The doctor believes it was due from a stress fracture. I do not believe the robotic cuts could have caused this."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported a mako pka was revised to manual tka due to the medial tibial baseplate breaking. Update: "the only wear reported was the broken tibia baseplate. The doctor believes it was due from a stress fracture. I do not believe the robotic cuts could have caused this."